Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional. The cause for the failure was that the front response button switch was damaged. The root cause of the damaged switch cannot be positively identified. There were no adverse events associated with the damaged monitor.